Event description:
A surgeon reports a patient with a history of exfoliation had cataract surgery with intraocular lens (iol) implant on 05/29/2000. Visual acuity (va) following surgery was 0.8 (20/25). Over the next four years, the patient's visual acuity diminished and in 2005, the patient's va was 0.3 (20/60). Upon examination, the surgeon reports the iol appeared calcified. The iol was removed and replaced with a different model 2 months later. The surgeon reported that the explanted lens was examined in 3 months later and found to be totally clear.